Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) prematurely displayed an elective replacement indicator (eri) due to extended charge times. A boston scientific crm field representative also reported evidence of pacing inhibition and a diverted shock from an episode with recorded noise on the rate/sense channel of the right ventricular (rv) lead. The patient did not recall experiencing symptoms at the time, but reported other occasions where he experienced dizziness. The could not be re-created clinically. All lead measurements were normal and stable. There was no report of adverse patient effects. The device subsequently was explanted and replaced with a boston scientific crt-d; the field representative reported the patient's underlying ventricular rhythm was 40 beats per minute. Additional information was received indicating noise continued to be observed on the rate/sense portion of the lead resulting in pacing inhibition for two to three seconds. The rv sensitivity was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. All device therapies were available. This issue is discussed in the (B)(6) 2008 version of our product performance report. The device also passed seal plug inspection, and no lead noise was detected in initial electrical testing. Additional lab testing and analysis showed the device met all specifications, including sensing and pacing with no evidence of noise. No additional reports of noise/pacing inhibition have been received. Records indicate this lead remains in service. Should additional information become available this report will be updated.